Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during working with the programmer, smoke appeared from the back of the programmer. It is expected that the programmer will be returned for servicing. There was no patient involvement.